Event description:
It was reported to ventec that the device was inoperative. The reporter advised that the device failed to power on for the inop alarm test, froze on the startup screen before shutting down completely and alarming. There was no patient involvement associated with the reported event.

Manufacturer narrative:
Ventec will perform an evaluation of the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Manufacturer narrative:
H6: the device was evaluated by ventec where the reported issue of it freezing at the startup screen, then alarming and shutting down (rebooting) was confirmed. Ventec replaced the control board to resolve the reported issue. Proper device operation was then confirmed through functional and performance testing. The investigation determined that the cause of the reported issue was the control board.